Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, requiring third-party administration of glucose dextrose (orally) and grape sugar (oral) from their wife for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, requiring third-party administration of glucose dextrose (orally) and grape sugar (oral) from their wife for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR.